Manufacturer narrative:
Based on the available information the device will not be returned. Therefore; an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device discarded.

Event description:
It was reported that drill broke during a procedure. The broken piece had to be drilled out of the patient and 4 extra x-rays were taken to locate the pieces. A delay of 10 minutes was reported.